Manufacturer narrative:
The insulin pump had no battery out limit alarm noted. The insulin pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. All operating currents are within specification. Off no power alarm functions properly. No unexpected weak battery alarm noted. The insulin pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had had a scratched display window, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 334 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.